Event description:
Literature: walcott bp, nahed bv, kahle kt, duhaime ac, sharma n, eskandar en. Deep brain stimulation for medically refractory life -threatening status dystonicus in children. J. Neursurg. Pediatr. 2012;9(1):99-102. Doi: 10.3171/2011.10.peds11360. Summary: this article reports a series of 3 children with medically intractable, life-threatening status dystonicus who were successfully treated with bilateral pallidal deep brain stimulation (dbs). Reportable event: patient 2, a (B)(6) girl who suffered from painful dystonic spasms unresponsive to medication changes and who was implanted with bilateral dbs systems, underwent removal of the right implantable pulse generator (ipg) three weeks after implant due to erythema and purulence from the surgical wound. It was suspected that the skin had become compromised due to the lack of adequate overlying soft tissue. Antibiotics were administered for treatment of (B)(6) infection. The patient was discharged six weeks after surgery with improvement of dystonic symptoms on the right side. Two months later, the patient developed discharge from the cranial wound on the same side as the previous infection and underwent removal of the right-side cranial hardware. The patient was given a course of organism-targeted intravenous antibiotics. Ultimately, the patient showed unilateral improvement of dystonia symptoms on the right side, but the left upper extremity continued to exhibit dystonic posturing. It was noted that the patient remains at home and will ultimately have the right-side ipg reimplanted. See literature article attached to MFR report# 3007566237-2012-00335.

Manufacturer narrative:
Continuation of concomitant medical products: nk explanted: unk. It was not possible to match this event with a previously reported event.